Manufacturer narrative:
N/a.

Event description:
The following has been reported: the pump flashes red as soon as it is connected to the mains. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.